Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups (uninterruptible power supply) was identified as being faulty. No further repair info is available at this time.

Event description:
The customer reported that the system would not boot up. There is no report of pt injury associated with this event.